Event description:
The staff noticed that the stealth catheter was losing power. The distal end of the viper wire seemed to have got caught up in the towels. The stealth catheter was removed with some resistance and then the viper wire broke inside the sheath. The viper wire was successfully retrieved.